Event description:
It was reported that the patient had her device replaced in (B)(6) 2012 because, it got to where the internal device was not working.

Manufacturer narrative:
Product ID 3093-28 lot# v239744, implanted: 2009 (B)(6); product type lead product ID 3093-28 lot# v239744, implanted: 2009 (B)(6); product type lead product ID 3037 lot# serial# (B)(4); product type programmer, patient. (B)(4).